Event description:
Failure code 807:04 was found in the event history during the evaluation process. Although an attempt had been made to contact the reporting facility, no additional information was obtained regarding patient injury or medical intervention of whether or not the pump was on a patient at the time of the reported condition.